Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2021 product type catheter product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2021 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during a refill the expected 7.7cc however 18cc was pulled.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the pump nurse expected 4.3ml and the pump nurse pulled 13ml. An increase in sc fentanyl by 100mcg was made.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) product type catheter product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2021: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the pump nurse removed 15cc from pump when 7cc was expected to be removed. A catheter dye study was planned.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that 8cc was expected but 16cc was removed . It was noted that the patient was receiving relief from the pump.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during a refill on (B)(6) 2024 the pump nurse withdrew 17cc medication instead of 5.9cc as expected. An increase in sc fentanyl by 100mcg was made.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2021 product type catheter product ID 8782 serial# (B)(6) implanted: (B)(6) 2021 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, lot#/serial#: (B)(6), implanted: (B)(6) 2021, product type: catheter; product ID: 8782, lot#/serial#: (B)(6), implanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during device interrogation on 2024-mar-06 they expected 6.9ml expected but 16ml aspirated from reservoir.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during a refill on (B)(6) 2024 the pump nurse withdrew 10cc and expected to pull 1cc.

Manufacturer narrative:
Product ID 8784 serial# (B)(6) implanted: (B)(6) 2021 product type catheter. Product ID 8782 serial# (B)(6) implanted: (B)(6) 2021 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6), implanted: (B)(6) 2021, product type: catheter; product ID 8782, serial# (B)(6), implanted: (B)(6) 2021, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during a refill on (B)(6) 2024 the pump nurse withdrew 13cc and was expected to pull 3.8cc.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) (6 mg at 2.62274 mg/day), fentanyl (2000 mcg at 874.24506 mcg/day), and bupivacaine (20 mg at 8.74245 mg/day) via an implantable pump for unknown indications for use. It was reported that the pump nurse removed 17cc from pump when 6.8cc was expected to be removed. The patient also reported increased pain.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8784, lot#/serial# (B)(6), implanted: (B)(6) 2021, product type catheter. Product ID 8782, lot#/serial# (B)(6), implanted: (B)(6) 2021, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID 8784, lot#/serial# (B)(6), implanted: (B)(6) 2021, ubd: 2023-03-18, UDI#: (B)(4), product type catheter. Product ID 8782, lot#/serial# (B)(6), implanted: (B)(6) 2021, ubd: 2023-07-08, UDI#: (B)(4), product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient and clinical study indicated that the patient had a catheter dye study done "a little over a month ago". Per the patient, there was too much medication left in the pump. It was noted that the patient had a pump refill appointment scheduled for (B)(6) 2024. The patient also reported experiencing chest pain after boluses. The chest pain happened at other times but mostly after a bolus. Per the patient, on the night of (B)(6) 2024, they did a bolus at 9:30pm and the pain in their chest "hurt so bad". They were laying on their couch, their legs were completely paralyzed and they couldn't move. The patient's son called the hospital and they brought the patient in, but they couldn't figure out what was wrong. It was noted that they planned to have the patient do a stress test. The patient was redirected to their healthcare provider to further address the issue. It was also reported that, as of (B)(6) 2023, the patient was experiencing increased pain in their arm and hand. Additional info rmation received from the healthcare provider (hcp) via a clinical study on (B)(6) 2024 indicated that during a refill on (B)(6) 2024 nurse expected to remove 7.2cc but removed 16cc. Additional information received from a hcp on (B)(6) 2024 indicated that the cause of the paralyzation was not determined. No paralyzation occurred. The patient complained of chest pain, which caused this sensation. In regards to the cause of the patient's chest pain, a stress test was completed on (B)(6) 2024 with no significant abnormal findings. A catheter dye study on (B)(6) 2023 showed catheter kinking at the anchor site. The cause of the volume discrepancy was the catheter kinking. A catheter revision and replacement had been recommended. At the time of this report, the volume discrepancy and patient symptoms had not resolved yet. It was noted again that a catheter revision was recommended. The indication for the use of the patient's pump was malignant pain and head/neck (non-malignant).

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the patient overall had an increase in pain and expressed interest in an increase. An increase in sc fentanyl by 100mcg and an increase in bolus dose by 5mcg each was made.

Manufacturer narrative:
Continuation of d10: product ID 8784 serial# (B)(6) implanted: (B)(6) 2021 product type catheter product ID 8782 serial# (B)(6) implanted: (B)(6) 2021 product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2021 product type catheter product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2021 product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that the pump nurse withdrew 20cc and expected to pull 13cc. An increase in hydromorphone by 0.2mg was made.

Manufacturer narrative:
Continuation of d10: product ID 8784 lot# serial# (B)(6) implanted: (B)(6) 2021: product type catheter product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2021: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2025 the pump nurse withdrew 12.5cc and was expected to pull 2cc. An increase in hydromorphone by .2mg was made.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that on (B)(6) 2025 the nurse pulled 21cc.

Manufacturer narrative:
Continuation of d10: product ID: 8784, serial# (B)(6), implanted: (B)(6) 2021, product type: catheter. Product ID: 8782, serial# (B)(6), implanted: (B)(6) 2021, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.